Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.   The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Attempt has been made to obtain the product for evaluation. No device was returned. The device history record (DHR) could not be reviewed, as the device serial number was not provided. If action is required, appropriate investigation will be performed.

Event description:
Edwards literature review of 'transcatheter and ministernotomy aortic valve replacement after bioprosthetic valve failure'. Per the article, one (1) patient with a 2500p stentless valve underwent minimally invasive aortic valve replacement procedure after an unknown implant duration due to degeneration. The explanted valve was replaced with an unknown device. No other details were provided.